Event description:
It was reported " the package was found broken during inspection". No patient involvement reported.

Manufacturer narrative:
Qn # (B)(4).

Manufacturer narrative:
(B)(4). The complaint of broken package - sterility compromised was confirmed based on the sample received. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples are ejected and on the tray along the seal. The sterile barrier of the returned sample is compromised due to the packaging damage. A DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported " the package was found broken during inspection". No patient involvement reported.